Event description:
Procedure: pneumonectomy. Reportedly, the surgeon has had bronchial fistulas after applying the device. Although, the doctor states he has had bronchial fistulas with other devices and this is not uncommon. The doctor feels the size of the staples may play a role in the potential for bronchial necrosis and the fistulas.